Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a fully discharged battery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The product did not meet specification due to a fully discharged battery. The cause of the condition was not determined. To correct the condition, the main battery was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.